Event description:
The lay user/pt called lifescan (lfs) in june 2006, and alleged that her meter was prompting an "other message". The medical affairs specialist spoke to the pt in june 2006, and obtained and verified the following information. The pt stated that she did not test on her meter for one week due to the meter issue. She reported that when the meter was powered on, she would see the previous meter results instead of the code number. The pt reported that she takes actose during the day and levemir insulin before bed. She continued her medication regimen as directed. She reported thats some mornings she woke up feeling shaky, so she drank orange juice and felt better afterwards. She visited her physician on event date to have her blood glucose tested and the result was "normal". No medical intervention was reported. It was discovered during troubleshooting that the pt was pressing the "m" button to power the meter on. This complaint is being reported, as the pt takes insulin and she was unable to test on her meter, subsequently having symptoms that could suggest hypoglycemia. No replacement meter has been sent to the pt due to the meter issue being resolved with training.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.